Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable for non-malignant pain. It was reported the patient missed their refill which was supposed to be on (B)(6) "or something." The patient missed the refill "due to an insurance issue." The patient has not yet heard an alarm. The patient has been having withdrawal symptoms, which started "about two weeks ago" relative to (B)(6) 2019. The patient clarified the symptoms began around the end of (B)(6). No interventions were mentioned. The patient has a refill appointment scheduled for (B)(6) 2020. The patient was directed to follow-up with their healthcare provider. No further complications were reported or anticipated.